Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a customer report regarding a vial spike with vent filter that was leaking. It was noted that the 3000 ml physiological saline 0.9% preparation with ifosfamide (cytostatic) was leaking through the filter area with the luer lock connection within approximately two minutes of use. An unknown infusion pump was used and the infusion rate was 130ml/hr. The nurse stained her hand with cytostatic and utilized the hospital protocol for chemotherapy spills. The preparation was repeated and there was no one harmed as a result of the event.